Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, right atrial (ra) farfield oversensing which led to inappropriate atrial tachy response (atr) was observed. It was noted programming changes were completed which successfully resolved the oversensing. At this time, the pacemaker remains in service. No adverse patient effects were reported.